Event description:
The patient claimed he is unable to lower his elevated blood glucose of 400-500s mg/dl over the past 3-4 days while he managed his diabetes with the animas insulin pump. The patient wanted to have the animas product replaced since his doctor instructed him to be off of the animas insulin pump and to take insulin via syringe. At the time of the phone to animas on (B)(6), 2011, the patient's blood glucose was at 395 mg/dl. The patient did not have any symptoms. The animas representative performed troubleshooting to evaluate the animas pump and to assess what caused the patients alleged elevated blood glucose. The total daily dose all accounted for. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. The patient insisted since his temporary basal rate is not showing in the device history, he was not getting any basal insulin delivery from the animas pump. In addition, when he attempted to prime into the air, there was no insulin droplet seen dispensing from the pump. The patient refused to complete troubleshooting and insisted the animas pump is malfunctioning. Furthermore, he demands a product replacement. It is not clear what contributed to the patient's alleged symptoms and elevated blood glucose. This complaint is being reported because the patient claimed his blood glucose was elevated in the 500s mg/dl while the animas pump allegedly did not dispense basal insulin. The animas product was requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.